Event description:
It was reported that during preparation of the 6x29mm omni elite balloon expanding stent (bes), the stent was noted to have become dislodged from the balloon. Therefore, another unspecified stent was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported stent dislodgement could not be determined. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal or during preparation of the device may have contributed to the reported stent dislodgement; however, based on the information provided by the account and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.